Event description:
During a rotational atherectomy procedure, the burr got stuck in the 99% stenotic, calcified lesion. The physician removed the burr by force. Ptca was finished. No corrective action was taken, pt status is described as "no complication and good".